Manufacturer narrative:
Corrected data: reference CAPA-20-00141.

Manufacturer narrative:
UDI # (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The device will not be returned for evaluation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the dissection is unknown, but may be due to patient factors not provided and/or procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after a successful implant of a 23mm sapien 3 valve in the aortic position by tf approach, post procedure the patient went into pulseless electricity activity (pea) arrest. The patient was not able to be resuscitated. Per a post mortem evaluation an aortic dissection in the descending aorta was observed; however, per report, the dissection was not related to the actual valve but related to the implant procedure. An echo (tte) of the valve before the patient arrested showed no abnormalities of the valve and the EKG was normal. It is believed that the aortic dissection caused the pea as the patient complained about back pain. The patient¿s aortic valve area measured 412cm2 by CT with moderate leaflet calcification.